Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when setting up the system the night before surgery, the user noticed the cardioplegia monitor was displaying "pppppp's" across the upper display and "gel" in the lower displays. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) ordered a new central processing unit (cpu) printed circuit board (pcb) to repair the monitor.